Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a loss of prime issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 08/25/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs 162) with low non zero force. During investigation, the pump rewind, load cartridge, and prime steps were performed successfully and the pump was exercised for 24 hours with no prime issues occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).